Manufacturer narrative:
The reported event for ineffective therapy was not confirmed due to being incomplete. The lead was received cut and incomplete with only the terminal end lead segment (18.50cm) and the stimulation end lead segment (30.50cm) being returned. The middle lead segment was missing. The lead was returned cut as a result of the explant procedure. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06570. Is was reported that the patient was no longer receiving effective therapy. As such, the entire system was explanted on (B)(6) 2021.